Manufacturer narrative:
Complaint confirmed. One unpacked ar-9545 serial/batch number (B)(6) was received for investigation. The visual evaluation confirms the tip broke off previously to receive it for investigation. The device has evidence of wear and tear, the root cause of the reported failure mode is undetermined. However, this event is most likely caused by prying/levering the device against hard bone or other instrumentation during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/16/2022, it was reported by a sales representative via sems that a ar-9545 glenosphere reduction tool broke. This occurred during a case in the middle of trailing an eclipse head size, the surgeon wanted to dislocate the shoulder and remove the trial, when the retractor snapped. The broken piece was retrieved and set aside, another retractor was used to complete the case. There was no patient effect reported.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9545 serial/batch number ar07103901 was received for investigation. The visual evaluation confirms the tip broke off previously to receive it for investigation. The device has evidence of wear and tear, the root cause of the reported failure mode is undetermined. However, this event is most likely caused by prying/levering the device against hard bone or other instrumentation during use.